Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump residual volumes were off for two refills; specific volumes were not reported. The pt experienced withdrawal and inadequate pain relief. The pump was replaced. It was noted that the catheter was intact and aspirated easily on the table. The pump was used to deliver dilaudid.